Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly as the cuff was not able to open and close properly. A revision surgery was performed, during which a leak in the balloon was noted. Pump and balloon were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected and tested for leaks. A tear and leak due to fatigue were identified; because of the leak, the component was not functionally evaluated. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted upon visual examination, and no leaks were identified; however, during functional evaluation, it was noted that the poppet pressure was below specification. Based on the information available and analysis results, the tear identified in the balloon could have caused or contributed to the reported clinical observations. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly as the cuff was not able to open and close properly. A revision surgery was performed, during which a leak in the balloon was noted. Pump and balloon were removed and replaced, and no patient complications were reported.